Event description:
It was reported that a patient underwent an unknown laparotomy surgery on an unknown date and the absorbable adhesion barrier was used. It was reported that the device was used just under the abdominal wall of a thin old man, then pus was formed, so reoperation was performed. It was reported that the wound was washed and closed, and the patient seemed to have already recovered. It was also reported that the surgeon commented that he was not sure if the device was the cause. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information if available: age, weight, bmi at the time of index procedure. What is the date and name of the initial surgical procedure? What is the diagnosis and indication for the initial surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Date - time of onset of pus from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Please provide date and details of the re-operation. What is the product lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/20/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide the following patient demographic information if available: age, weight, bmi at the time of index procedure detail is unknown. The patient is lean elderly man. 2. What is the date and name of the initial surgical procedure? Unknown. 3. What is the diagnosis and indication for the initial surgical procedure? Unknown. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. 5. Date - time of onset of pus from the surgical procedure? Unknown. 5. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. 6. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? The patient had re-operation and washing. 7. Were cultures performed? Results? Unknown. 8. Please provide date and details of the re-operation. Unknown. 9. What is the product lot #? Unknown. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. 11. What is the patient's current status? The patient seemed he was already recovered.